Manufacturer narrative:
The events of capsular contracture and neurological symptoms are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture (grade unknown) and neurological symptoms. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported "capsular contracture (grade unknown)", patient faints at the time of the consultation", and "had an emergency surgery since the contracture was evident and the patient's pain was constant." The device has been explanted. This record is for the left side.